Event description:
10/7/96 permanent pacemaker implanted. 10/8/96 returned to cath lab due to micro-dislodgement of ventricular lead. Lead was repositioned in the right ventricular opening and confirmed by electro-physiological testing. Total bedrest with arm sling. 10/10/96 returned to cath lab for replacement of ventricular lead with an active fixation system.